Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system test at 4 pounds due to faulty force sensor resistor. The pump was received with a missing end cap sticker, a scratch on the display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 137 mg/dl. Caller stated that the insulin was squirting out during the manual prime process. Caller stated that they are unable to exit the preparing to prime loop. Caller was advised to disconnect from the pump. Caller stated that they have already switched to their back-up plan. Caller was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Caller was advised to discontinue use of the pump. Caller was advised that the pump will need to be replaced.